Event description:
Nurse reported a pump malfunction. Fabrazyme indication: fabry (andersen) disease. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.